Manufacturer narrative:
Additional information: the lens was returned in three pieces, with a tear in the optic. Due to the condition in which the lens was returned further testing could not be performed. A retain sample from lot# 7542806 was pulled for dimensionally inspected. All dimensional measurements were found to be within specifications. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the current information the exact root cause of the event could not be determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. Note: the surgeon used a different brand of inserter rather than the recommended ci-28.

Event description:
It was reported that there was an "error" during the loading of the lens. It is unknown if the lens was fully implanted and what delivery device was used. The incision was enlarged. The surgeon implanted a backup lens with no issues. Additional information has been requested but has not be received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.